Event description:
It was reported that 4 bd micro-fine ultra¿ pro pen needles were difficult to use and did not function properly. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "I've been an insulin-dependent diabetic since 2000, so I use needles at least four times a day. It wasn't a problem with one needle that prompted my call, but a series of needles that have been unsuitable for use since I started using your brand. This morning, for example, I had to try 4 before I found one that worked normally! I usually find more than fifteen faulty needles per box.."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 4 bd micro-fine ultra¿ pro pen needles were difficult to use and did not function properly. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "I've been an insulin-dependent diabetic since 2000, so I use needles at least four times a day. It wasn't a problem with one needle that prompted my call, but a series of needles that have been unsuitable for use since I started using your brand. This morning, for example, I had to try 4 before I found one that worked normally! I usually find more than fifteen faulty needles per box."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.